Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high and intermittent pacing failure. It was noted that the patient experienced bradycardia. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.